Event description:
According to the reporter, during vats lobectomy, the surgeon was able to press the green button and squeeze the handle but the staple was unable to fire. The staple line was incomplete at proximal. Another handle was used to complete the case. There was no patient injury. The current patient status is good.